Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the initial procedure was performed in 2006. The target lesion was the lad first diagonal which was a bifurcation lesion with 90% stenosis. The vessel diameter was 2.3 mm. After pre-dilation, a pixel stent was deployed at the lesion. The following month, restenosis of the pixel stent was confirmed. The restenosis was treated by performing dilatation with two balloon catheters and the procedure was completed. Six months later, the pt complained of chest pain during a follow-up visit and again restenosis was confirmed. The restenosis was treated by implanting another company's stent and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that since the implantation of the pixel stent implant, there have been two occurrences of restenosis at the location of the stent. There was no device quality issue noted during the procedure when the pixel stent was initially implanted. The pt effects of angina and restenosis are listed in the pixel instructions for use (IFU) as known adverse effects of coronary stenting procedures. These known patient effects are not necessarily indications of a product quality problem. However, in this case, a conclusive root cause for the angina and restenosis cannot be determined.